Event description:
(B)(6) 2021, eri alert was received via hm. Although it was 50 percent battery remaining for the previous date ((B)(6) 2021). (B)(6) 2021, ICD was explanted and replaced.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on december 22nd, 2021 at 07:47 h, five days after the device had been explanted. The device was implanted for 80 months and 28 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock could not be delivered due to a depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed the battery depletion. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit within the battery, which led to an increased internal self-depletion and therefore contributed to the clinical observation. In conclusion, the device was implanted for 80 months. The electronic module proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.